Manufacturer narrative:
Date received by manufacturer: 11sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported alternating current power source issue. In addition, the customer reports the unit powered up under battery power. The power supply output was measured at 0.1v. The customer reported that after a few minutes the pneumatics screen indicated 24v from the power supply was present and the mains (led) light emitting diode was green instead of amber. Recycling the power returned the failure condition issue. The fse remotely recommended replacing power supply, and to return the unit to the agiliti repair center. The unit was returned to the repair center, where it had the necessary repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported alternating current power source issue. There was no patient involvement.